Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with loading the reservoir in the insulin pump. They also reported that on the side the reservoir was leaking. They looked at the reservoir in the clear indicator and there was insulin. The customer reported that they were high in the last three days. Their blood glucose level was unknown. Troubleshooting was not performed. The customer disconnected the call when they were asked for the insulin pump's serial number. The device will not return for analysis.